Manufacturer narrative:
(B)(4). Date sent: 2/26/2021. D4: batch # u94x1a. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device and visual analysis of the returned sample revealed that the 2h12lp device was received with the obturator handle disarmed. No functional test could be performed due to the condition of the returned device. No conclusion could be reached as the obturator handle was disarmed. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: insert the trocar into the incision with the adjustable plug secured against the bottom of the trocar sleeve housing. Slide the adjustable plug down the trocar sleeve and into the incision. Pull and wrap the sutures snugly around the suture tie posts on the adjustable plug. This forces the plug firmly into the incision to help seal it and minimize gas leakage later in the procedure. Position the desired amount of trocar sleeve in the abdominal or thoracic cavity by sliding it up or down accordingly. Once the desired sleeve position has been established, secure the adjustable plug to the sleeve by pushing down the locking cam. Press the locking buttons to remove the obturator handle assembly, leaving the sleeve in place.". As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown laparoscopic procedure, the inner cylinder was broken off when the device was inserted into the patient and the inner cylinder was removed. The same device was used as it is to complete the case. There were no adverse consequences to the patient. No further information is available.